Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leak dislodged from the site (popped out). The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.